Event description:
It was reported the bd nexiva 24 ga x 0.75in sp with maxzero needle through catheter it was reported by customer that they started an IV on the patient, and as I was pulling the needle out, the needle broke the plastic catheter, and this occurred 3 times. Verbatim: there was an issue with a nexiva IV start, please see information below: started an IV on the patient, and as I was pulling the needle out, the needle broke the plastic catheter, and this occurred 3 times. Nurse denies deviating from her typically insertion technique and states she did not try to re-thread the needle. These were bd nexiva 24-gauge x 0.75 in IV catheters. Lot number 4059677, date of manufacture 2024-03-01. Expiration 2027-02-28. There is another number on the package, unsure what it is but will include in case it is helpful (B)(4).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383551 and lot number 4059677. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.